Event description:
It was reported that during a shift check, the autopulse platform could not power on using fully charged batteries. No other problems were reported. Customer tested their nimh batteries on another platform and it was found to power on with no problems. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 01/28/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.